Event description:
A malfunction code was reported by the customer, identified as malf 0, with fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.